Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. During replacement procedure it was noted that the lead was defected. The lead was capped and replaced on (B)(6) 2018. Patient was ok before, during, and after the procedure. Patient was discharged.

Event description:
New information received noted that the lead defect noted during the procedure was an insulation abrasion.